Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular lead experienced a syncopal episode due to oversensing that led to pacing inhibition with a few seconds of asystole. The decision was made to remove and replace the lead and device. The right ventricular lead was surgically abandoned and replaced. The explanted device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A new pacemaker and right ventricular lead were successfully implanted. The abandoned lead was not returned for analysis, therefore, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.